Manufacturer narrative:
Device evaluation pending.

Event description:
It was reported that force sensor error. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient involvement. It was reported by customer biomed technician that "everything the service manual indicates to do" was tried. It was reported that the device was calibrated, and/or unspecified parts were changed and the issue was unresolved. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed both tamper seals were removed, both the top case and super capacitor were non-original equipment manufacturer, the bottom case was cracked by the mounting post, the latch was broken and there was visible contamination by the "l" bracket pole clamp. Review of the event history log showed an occurrence of "force sensor test." Functional testing involved running the pump through the power up process and performing a calibration verification test. The reported issue was duplicated, it was found that the force did not change when force was applied to the sensor. The investigation found that the plunger cable and force sensor were damaged. According to the investigation, this issue was a result of the customer's physical damage to the device. The plunger cable and force sensor were replaced. The force sensor was recalibrated. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.